Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 31-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included libido decreased, urinary frequency and micturition urgency. Concurrent conditions included right lower quadrant pain, constipation chronic, ovarian cyst, genital pain, fever, chest pain, palpitation, shortness of breath, peripheral swelling, vomiting, heartburn, frequency urinary, back pain, light-headed, numbness, tingling, memory loss, confusion, insomnia, lymphadenopathy, food allergy, anesthesia and body mass index normal. Concomitant products included cyclobenzaprine and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss"), 29 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroid uterus") and experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, alopecia, cystitis, urinary tract infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma, endometriosis and vaginal infection outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion of essure device: (B)(6) 2014. Treatment received for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: abdominal pain, dyspareunia, menorrhagia, abdominal pain, pelvic pain, vaginal bleeding, dysmenorrhea, fatigue, headaches, nausea, abdominal pain, fibroid uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event: "abnormal bleeding (vaginal, menorrhagia)" was updated as recovered. New events added: urinary problems, bladder problems, uti, bladder infection, vaginal infection, vaginal discharge. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 31-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included libido decreased, urinary frequency and micturition urgency. Concurrent conditions included right lower quadrant pain, constipation chronic, ovarian cyst, genital pain, fever, chest pain, palpitation, shortness of breath, peripheral swelling, vomiting, heartburn, frequency urinary, back pain, light-headed, numbness, tingling, memory loss, confusion, insomnia, lymphadenopathy, food allergy, anesthesia and body mass index normal. Concomitant products included cyclobenzaprine and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss"), 29 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroid uterus") and experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, alopecia, cystitis, urinary tract infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma, endometriosis and vaginal infection outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion of essure device: (B)(6) 2014. Treatment received for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: abdominal pain, dyspareunia, menorrhagia, abdominal pain, pelvic pain, vaginal bleeding, dysmenorrhea, fatigue, headaches, nausea, abdominal pain, fibroid uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 31-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included libido decreased, urinary frequency and micturition urgency. Concurrent conditions included right lower quadrant pain, constipation chronic, ovarian cyst, genital pain, fever, chest pain, palpitation, shortness of breath, peripheral swelling, vomiting, heartburn, frequency urinary, back pain, light-headed, numbness, tingling, memory loss, confusion, insomnia, lymphadenopathy, food allergy, anesthesia and body mass index normal. Concomitant products included cyclobenzaprine and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss"), 29 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroid uterus") and experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, alopecia, cystitis, urinary tract infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved, the menstrual disorder, infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma, endometriosis and vaginal infection outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion of essure device: (B)(6) 2014. Treatment received for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: abdominal pain, dyspareunia, menorrhagia, abdominal pain, pelvic pain, vaginal bleeding, dysmenorrhea, fatigue, headaches, nausea, abdominal pain, fibroid uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event: "abnormal bleeding (vaginal, menorrhagia)" was updated as recovered. New events added: urinary problems, bladder problems, uti, bladder infection, vaginal infection, vaginal discharge. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 33-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's past medical history included libido decreased, urinary frequency and micturition urgency. Concurrent conditions included right lower quadrant pain, constipation chronic, ovarian cyst, genital pain, fever, chest pain, palpitation, shortness of breath, peripheral swelling, vomiting, heartburn, frequency urinary, back pain, light-headed, numbness, tingling, memory loss, confusion, insomnia, lymphadenopathy, food allergy, anesthesia and body mass index normal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, 2 years after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("fibroid uterus") and endometriosis ("endometriosis"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion of essure device: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: abdominal pain, dyspareunia, menorrhagia, abdominal pain, pelvic pain, vaginal bleeding, dysmenorrhea, fatigue, headaches, nausea, abdominal pain, fibroid uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 33-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's past medical history included libido decreased, urinary frequency and micturition urgency. Concurrent conditions included right lower quadrant pain, constipation chronic, ovarian cyst, genital pain, fever, chest pain, palpitation, shortness of breath, peripheral swelling, vomiting, heartburn, frequency urinary, back pain, light-headed, numbness, tingling, memory loss, confusion, insomnia, lymphadenopathy, food allergy, anesthesia and body mass index normal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, 2 years after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("fibroid uterus") and endometriosis ("endometriosis"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion of essure device: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: abdominal pain, dyspareunia, menorrhagia, abdominal pain, pelvic pain, vaginal bleeding, dysmenorrhea, fatigue, headaches, nausea, abdominal pain, fibroid uterus. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Events added: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, fibroid uterus, endometriosis, abdominal pain, plaintiff did not underwent for essure confirmation test. Concomitant and historical conditions were added. Lot no was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 31-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included libido decreased, urinary frequency and micturition urgency. Concurrent conditions included right lower quadrant pain, constipation chronic, ovarian cyst, genital pain, fever, chest pain, palpitation, shortness of breath, peripheral swelling, vomiting, heartburn, frequency urinary, back pain, light-headed, numbness, tingling, memory loss, confusion, insomnia, lymphadenopathy, food allergy, anesthesia and body mass index normal. Concomitant products included cyclobenzaprine and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("hair loss"), 29 days after insertion of essure. In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroid uterus") and experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and alopecia had resolved, the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma and endometriosis outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion of essure device: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: abdominal pain, dyspareunia, menorrhagia, abdominal pain, pelvic pain, vaginal bleeding, dysmenorrhea, fatigue, headaches, nausea, abdominal pain, fibroid uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- hair loss. Event onset date, severity was added. Essure insertion date, events outcomes was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.